Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 153 mg/dl. Customer also reported they were filling their tubing when insulin started shooting out of their insulin pump. The customer also reported numbers were not showing up on their insulin pump. It was found the customer was stuck in the fill tubing phase of their prime process. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.